Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaw was continuously burning during the branch dissection after the toggle switch was moved on the off position. The device was turned off at the power supply. A replacement device was used to complete the procedure. The hospital did not report any pt effects and the vein was not damaged. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).